Event description:
It was reported that an ilet user experienced persistent hyperglycemia with both fingerstick and sensor readings reported as high over several hours, with unclear symptoms due to the user being nonverbal, and the pump delivering increased correction doses; a potential infusion set issue was suspected and a complete set change was advised and accepted. Symptoms included hyperglycemia. Outcomes included user-led troubleshooting and education with instructions to change all infusion supplies and monitor. Investigation included product troubleshooting and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear and potentially related to the infusion set or delivery pathway, with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence for a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.